Event description:
Facility states patient fell out of bed, and received a small skin tear. Emergency medical care was not given. Injuries listed are small skin tear. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).